Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and a high blood glucose (bg) level. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Reportedly, the pump touch screen was dark. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.